Event description:
Our rep reporting that during an acl repair, a portion of the distal tip of the fixation driver broke off into the fixation device at the last turn of the screw fixation device. The fragment is captured within the fixation device, and both captured within the bone tunnel within the body. The case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical analysis. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which may have contributed to the nature of the product complaint. The event reporter stated that the driver failed on the last turn of the screw. Historically, this type of failure mode has been attributed to the application of excessive rotational force having been applied. There is no info as to the size of the tunnel diameter, about which fixation device was being driven, or the pt's bone quality, all or any of which could be the precipitator of or influence this type of failure. Outside of this hypothesis, we can not conclude a root cause for the reported failure. At this point in time, no further action is warranted.